Event description:
It was reported that the patient experienced muscle stimulation and was presented to the clinic. The right atrial lead exhibited noise which resulted in oversensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.